Manufacturer narrative:
The device was not returned for evaluation. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The patient effect of ischemia is listed in the electronic proglide instructions for use (eifu), as a possible adverse event of use of the device. A conclusive cause for the reported patient effect of ischemia, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
On (B)(6) 2024, it was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 5f sheath hole prior to an interventional ablation procedure. The proglide device was successfully pre-placed and the sheath was upsized to an 8f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed proglide device. There was no adverse patient effects and no clinically significant delay. However, on (B)(6) 2024, ischemia was noted at the access site which the physician confirmed to be caused by the use of the proglide. Medication was provided to treat the issue. No additional information was provided.